Event description:
A report was received that the patient was experiencing inadequate stimulation and the lead had high impedance. The patient underwent lead replacement and was doing well post-operatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation and the lead displayed high impedance. The patient underwent lead replacement when the physician opened the incision site he discovered that the tail of the lead was separated from the cable itself and all of the insulation was stripped from the lead. The patient was reportedly doing well post-operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the lead that was explanted was the lead that displayed high impedances. The contacts were all intact and the paddle portion of the lead was intact. The insulation was stripped from the tails of the lead, leaving bare wire exposed on both tails between the midline incision and the ipg pocket.